Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 of lot number 229604697 was returned and analyzed. Visual inspection of the loop segment area showed the loop was detached from the pebax tubing and not returned with the mapping catheter. Visual inspection of the loop segment area showed: the loop was missing. Visual inspection of the pebax segment area showed. The pebax tubing was ribbed and detached from the loop, the user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the electrode(s) showed all the electrode(s) were detached from the pebax tubing and were not returned with the device. Visual inspection of the shaft segment area showed the shaft was kinked at several places between the pebax tubing and the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, reported cardiac tamponade occurred during the procedure and could not be confirmed via product analysis. The mapping catheter failed the return product inspection due to a kink/twist observed on the catheter shaft, ribbed material observed on the pebax tubing, broken/detached loop observed on the pebax tubing and a missing electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were received and analyzed. One case file received and recorded on the reported event date. The case file showed three applications were performed using a catheter identified as an afapro28 with lot 22550 without any system notice or anomaly. The fault file was not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afapro28 (22550); product type: 0624-arctic front catheter; a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a balloon catheter, the patient experienced several complications. The patient developed cardiac tamponade confirmed during the procedure. An echocardiogram identified a pericardial effusion. After the third freeze, the patient became uncomfortable, "very hot and clammy," and their blood pressure dropped. A pericardiocentesis was performed. The procedure was aborted. The consultant noted that the patient had a rotated heart and speculated whether the balloon catheter or the mapping catheter might have caused the tamponade. The patient's hospitalization was extended for ongoing observation in the cardiac ward.  No further patient complications have been reported as a result of this event.